Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained an unknown brand of baclofen, marcaine, and an unknown brand of morphine, all with unknown concentrations and doses. It was reported the patient was referred to the hcps clinic by a neurologist that did not work with the pump. The hcp stated she was unsure why the patient needed a revision. The patient did not have a managing physician. The hcp stated they did not program pumps and were asked to revise the system. The hcp stated they want the patient to be seen by a managing physician and then referred to them. The hcp was wondering how to find the drug concentration and dosing for this patient based on the fact that the patient needed a refill in the near future. The hcp was requesting a manufacturer representative for assistance. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-nov-14 from the hcp reported they got the information they needed to take care of the patient. The hcp stated the patient had a different medication, and they were trying to figure out exactly how to help the patient. The hcp clarified that a revision might be needed, but there was no plan at the moment. The hcp stated the patient needed someone to take care of the pump. The hcp stated the patient was not slated for surgery, and once the patient had a managing provider, then they could decide if the pump needed a revision.